Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: hospital: [institution]. "I have four boxes of ca500 from po# 164401 with the lot# 1518426. Recently we had to return several boxes due to these items not "loading correctly." We have just run into the same issues. Therefore, we need to return the four boxes from po# 164401. We have one clipper that we can send back as used and malfunction. This one came from po# 164228 lot# 151693. We would like to return the rest." The product is available for return. Additional information received from [name] via email on 8may2024: no patient injury or illness occurred. This event occurred during use. The exact event date is unknown, but the event occurred in april 2024. The procedure being performed was as lap chole. A laparoscopic camera and an applied 5mm sleeve trocar were also used during this event. The clip applier was not loading or clipping. The surgeon continued to attempt to load and clip until the clip came out. This issue was observed on the second clip. This event occurred three times during the procedure. A clip did not properly seat into the jaws. It is unknown if any pressure was applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. Patient status: no patient injury. Intervention: continued to attempt to load and clip until the clip came out.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the customer experience of no clip loaded. Visual inspection was performed, and no non-conformances were identified. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: hospital: [institution]: "I have four boxes of ca500 from po# 164401 with the lot# 1518426. Recently we had to return several boxes due to these items not "loading correctly." We have just run into the same issues. Therefore, we need to return the four boxes from po# 164401. We have one clipper that we can send back as used and malfunction. This one came from po# 164228 lot# 151693. We would like to return the rest." The product is available for return. Additional information received from [name] via email on 8may2024: no patient injury or illness occurred. This event occurred during use. The exact event date is unknown, but the event occurred in april 2024. The procedure being performed was as lap chole. A laparoscopic camera and an applied 5mm sleeve trocar were also used during this event. The clip applier was not loading or clipping. The surgeon continued to attempt to load and clip until the clip came out. This issue was observed on the second clip. This event occurred three times during the procedure. A clip did not properly seat into the jaws. It is unknown if any pressure was applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. Additional information received from [name] via email on 14may2024: the 4 boxes of ca500, lot number 1518426 will be processed as a arr since it is a different lot number as the effective batch involving the 1 each. Patient status: no patient injury. Intervention: continued to attempt to load and clip until the clip came out.